Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was rebooting. The reporter stated that the verify screen comes up as if the battery was being changed. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): the pump black box history showed that power events had occurred on (B)(4) 2012. The battery cap was not returned with the pump for investigation. The battery compartment was found to be intact. A test battery cap was inserted and the pump powered on appropriately and was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.